Event description:
It was reported by a customer on (B)(6) 2011, while the pt was on the table the laser system screen went blank three minutes into the procedure. Per the customer, there was no warning or error. Also, the customer reported the laser system already was powered off/on and could hear the fan going. Per the customer, the physician reverted the turp. Per the customer, the case was cancelled. No pt injury was reported.